Event description:
It was further reported that a few days later the patient had a in person check. It was confirmed that the high voltage therapy put the patient in at/af but, the patient has a history of paroxysmal atrial fibrillation (af), currently on aspirin status post left atrial appendage closure. No reprogramming or corrective action taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented due to syncope/near syncope. The right ventricular (rv) lead was found to be oversensing and undersensing during a ventricular fibrillation (vf) episode. The episode was treated appropriately with high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) which terminated the rhythm but may have put the patient into an atrial tachycardia/atrial fibrillation (at/af) episode which ultimately self-terminated. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.